Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. The distributor alleged that the display was blank. It was noted that the pump's vibratory feature was functional. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/06/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 06/16/2015 with the following findings: a review of the pump¿s download history showed that cs 054 and 012 call service alarms were recorded. During testing, the pump powered on to the ¿verify¿ screen with a dim, faded, and discolored display. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was damaged/punctured and difficult to press. The audio bolus button cover was removed and the white button slug was found to be misaligned. Also unrelated to the complaint, evaluation revealed that the battery compartment was cracked above and below the bumper pad. The complaint that the display screen was blank was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.